Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 11/01/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. The pediatric patient experienced a skin reaction with itching, rash, redness, pimples, and infection underneath sensor pod area, which occurred the same day after the sensor had been inserted in the arm. The patient consulted with a healthcare provider and the medical practitioner prescribed oral antibiotics. At the time of the report the patient recovered and is healthy. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional event or patient information is available.